Manufacturer narrative:
Date of event - used the first day of the month of aware date since there was no date provided.

Event description:
It was reported that balloon rupture occurred. During a procedure, two 18-4/5.8/75 xxl balloon catheters were advanced for dilatation. However, during inflation at 4 atmospheres, both balloons ruptured. No patient complications were reported.